Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the op notes and x-rays confirmed nonunion to the tn joint. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not, however no further follow ups will be conducted. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that the patient was implanted with a screw in the right foot due to unknown reasons approximately 4 years ago. The patient continued to have pain in the foot along with incomplete healing of tn joint with elevation of the first ray. The patient then had a revision. The surgeon removed the screw, realigned and added a new screw one about 2 years after.